Manufacturer narrative:
Method: the device was reported to be returning for an evaluation and investigation but at this time pending receipt. The device history record (DHR) was reviewed for the lot number provided of the manufactured unit. Results: there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Evaluation and investigation results will be provided once testing of the returned device is completed. Conclusions: at this time, I-flow is pending the return of the device for an evaluation. The investigation is ongoing, once completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: 0.2% ropivacaine. Fill volume: 550 ml. Flow rate: 6 ml/hr. Procedure: total knee replacement. Cathplace: adductor canal. Date of surgery: (B)(6) 2014. In summary, a customer reported an incident that occurred twice while using the on-demand bolus button. The pump was placed on a male patient after a total knee replacement. The first incident of the stuck button was found the following morning on (B)(6) 2014. The button popped back up while the anesthesia team was there. The catheter was flushed, found no blockage and the patient resumed using the device. The second incident occurred when the patient pressed the bolus button again and the bolus button did not pop back up within 30 mins. At this point, the pump was clamped and disconnected from the patient. The device is available for return and photographic images were provided.